Event description:
The patient's one touch ultra meter was reported in 04 to having missing segments on the display. This issue was not resolved with troubleshooting. Medical affairs specialist attempted to contact the patient to obtain further information, but there was no answer. A letter will be sent. Based on the initial information provided, he was not experiencing any symptoms at the time of concern. He went to the hospital onlyto get a blood test done. But, the hospital meter result is unknown and also known if he was given any treatment. The last time the patient was able to test on the meter was two days later at 11:30 am with a result of 40 mg/dl. There is no further clinical information provided.